Event description:
The customer reported that the unit was getting an error 1000 - defib failure.

Manufacturer narrative:
The customer reported that the unit was getting an error 1000 - defib failure. The unit was evaluated by philips, and the symptom was verified. Replacing the control pca resolved the reported issue.